Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional details regarding this event have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h6 type of investigation by adding code-3331. Updated d4 expiration date. Updated h4 device manufacturer date. H11: corrected data: corrected: h6 component codes by replacing code-527 with code- 439.

Manufacturer narrative:
H11: corrected data: corrected h6 investigation findings by replacing code-180 with code-3221.

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of four (4 years), five (5) months due to stenosis and regurgitation. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b7.